Event description:
A customer reported that the coulter lh500 hematology analyzer leaked approximately 10 ml of fluid onto the counter while performing clean needle procedure. The customer stated that the analyzer gave "diluent comparison out of limits" errors, alerting the operator to an instrument problem. The customer was wearing a lab coat, goggles and gloves at the time of the occurrence. There was no report of injury or exposure to open wounds or mucous membranes, and medical attention was not sought. The customer did not review the material safety data sheet (msds), but the facility has an exposure control plan in place. No erroneous patient results were generated in connection with this event. Beckman coulter field service engineer (fse) found a hole in black stripe pinch tube and replaced the tubing to repair the instrument. The fse also flushed the vacuum path and performed alignment as preventive maintenance. The fse verified the repair per established procedures, and the results met the published performance specifications.

Manufacturer narrative:
(B)(4).